Event description:
Compromised sterile package (blister, lid, or foreign material). It was reported that "circulating nurse opened implants. Surgical tech noticed inner sterile package was broken. New implant was given."

Event description:
Customer reportedly received results of 528 mg/dl and 247 mg/dl within 10 minutes on the advantage system. No actions taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.